Event description:
Lasik performed by md on 1/3/97, and 5/27/97 with excimer lasers, or others mfg before 10/20/95. Md used one or two lasers in the surgeries. The first laser was previously owned, but was not upgraded after 10/20/95. The second laser was reimported from a foreign country, but was not upgraded after 10/20/95. The surgeries were done by md, in part or whole with an ablation zone of 5.0 mm. The injury is disability in the left eye, including substantially blurred multiple vision and astigmatism. A class action lawsuit was filed on 3/9/99 in relation to this event.